Event description:
Information was received indicating that cadd legacy 1 pump failed the accuracy testing by -6.65%. There was no patient involved.

Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were conducted and the device was visually inspected. The reported accuracy issue was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. There was no fault found with the returned pump.